Event description:
It was reported the left ventricular (lv) lead dislodged into the coronary sinus. The lv lead was explanted. During the replacement procedure the new lv lead had issues with premature deployment of the lobes several times. The new lv lead was removed and another lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, there was apparent explant damage and the lead was stretched. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode, blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and the lead appeared damaged at implant. The analyst commented that the lead was received with the lobes deployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue.